Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The modem pcb needed an upgrade from rev d to be compatible with datacaptor. To fix the issue, the fse upgraded modem pcb to rev g, and performed all functional, calibration and safety checks to meet factory specifications. Unit passed all functional, calibration and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that there was a known issue with the cs300 intra-aortic balloon pump (iabp) where rev d of the modem board will not properly communicate with data captor, and that it needed to be replaced. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.